Event description:
A micro leakage was detect in the band post implant a (B)(4) adjustable gastric band. This leakage was detected by blue test and air injection, the band was explanted and another band was placed. The patient is fine .

Manufacturer narrative:
(B)(4). Leak on foldline the band/balloon with 19cm of catheter and a piece of catheter 24.5cm in length was returned for analysis. Upon visual inspection, it was observed that a blue color was inside of the balloon and the catheter. Four (4) fold lines were on the balloon, localized near the catheter connection. No puncture was found on the balloon during the visual inspection. A functional test was performed on the balloon with an unsuccessful result, a leakage was found. Under microscope it was observed that a very small puncture was found on one fold line. The puncture is smaller than 0.1mm and cannot be measured by caliper.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).